Event description:
Boston scientific (formerly guidant) received information that the patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. A type ii endoleak was identified early post implant and a proximal and distal type I endoleak was observed four years post implant. Six years and seven months post implant the patient required additional surgical intervention due to the leaks and increased sac size up to 5.2 cm. The endograft was explanted and an aortobiiliac replacement graft was successful placed. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This endograft has not been returned and no additional information is available at this time. If additional information becomes available, this event will be updated.